Manufacturer narrative:
B5 - the reporter indicated that a 12.1mm vticmo12.1, -7.5/1.0/091 (sphere/cylinder/axis) diopter, implantable collamer lens was torn/broke before/during loading. Claim #(B)(4).

Manufacturer narrative:
H6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that a 12.6mm vicm5 12.6, -11.00 diopter, implantable collamer lens was torn/broke before/during loading. Damaged noted afer opening vial. Lens touched the eye. No patient injury. A same length and diopter lens implanted on (B)(6) 2023. This resolved the problem. Cause of the event is reported as unknown.